Event description:
Bowel injury.

Manufacturer narrative:
The injury was immediately repaired during surgery, and the patient is doing well with no complications resulting from the event. It cannot be ruled out that a technique deviation contributed to the event.